Event description:
It was reported that balloon became stuck with the wire. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel. A 6.0mm x 40mm x 75cm athletis balloon catheter was advanced for shunt percutaneous transluminal angioplasty. However, the balloon became stuck with 150cm non-boston scientific guidewire. The device was removed, but it was considerably difficult. Both the balloon and wire were removed together. There were no patient complications as a result of this event.